Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) abruptly and without any warning immediately shut itself off and it is not powering back on when rebooted. No patient harm was reported. Corrected complaint information received by the biomedical engineer (bme) was that the devices secondary display was not sending a signal and is not for the power supply that was initially reported. Service requested/performed: evaluation / repair: nihon kohden's repair center (nk rc) was unable to confirm the initially reported malfunction of device not powering on. Nk rc found that the device powered up but took a long time to boot up. The repair technician re-imaged both hard drives to the latest revision and found that the cns booted up properly. The repair technician did not report any results of the display not sending a signal. The unit was tested per the operators' / service manual and completed 24 hours of extended testing and operated to the manufacturers' specification and was shipped back to the customer. Investigation summary: this device was put into service on 11/16/2013. The service history for this serial number shows ten prior reports but no similar events. The technician was not able to duplicate the customers' reported issues. Based on the available information, a definitive root cause could not be found. Risk analysis: overall risk score is high. No corrective actions would be called for at this time since reported issues were not confirmed. Attempt #1 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. B5 adverse event or product problem. D9 device available for evaluation? G3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) abruptly and without any warning immediately shut itself off and it is not powering back on when rebooted. No patient harm was reported. Corrected complaint information received by the biomedical engineer (bme) was that the devices secondary display was not sending a signal and is not for the power supply that was initially reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) abruptly and without any warning immediately shut itself off and it is not powering back on when rebooted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) abruptly and without any warning immediately shut itself off and it is not powering back on when rebooted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.